Manufacturer narrative:
H10. Additional manufacturer narrative: updated b5. Based on the additional information obtained, this event is no longer considered reportable.

Event description:
Edwards received notification this patient with an edwards valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 14 years and 9 months due to degeneration leading to stenosis. A transcatheter valve was implanted within the surgical valve with good result. Patient is doing well. As per the surgeon's opinion the valve did not failed prematurely

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with an edwards valve has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to degeneration. No other information was provided.